Event description:
The user facility reported a patient had a month long of impella 5.5 pump support for cardiogenic shock and cardiomyopathy. The patient was explanted and transplanted and survived. The long-term outcome and quality indicator (loqi) impella registry reported months later reported upon the adverse event of the ventricular tachycardia treated with medical therapy.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: no product was returned for investigation. Ventricular tachycardia: in order to make a root cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history lot: device lot: 1885263 device history batch: subcomponent lot: n/a device history review: device with sn: (B)(6) passed all post sterile inspection checks.